Manufacturer narrative:
Review of production records show lot# 2404-10 was built using approved materials and release procedures were carried out by a trained operator. No anomalies were reported in the production record. The surgeon used normal well understood processes to intraoperatively remove the catheter sheath. The surgeon used an alternative procedure to complete the glaucoma treatment. This did not result in additional risk to the patient. Gatt is a surgical procedure to reduce the patient iop and involves disruption of the trabecular meshwork. Disruption of the trabecular meshwork is routinely carried out as part of canaloplasty procedures with the itrack advance. 'Trabecular meshwork rupture' is currently listed in the product instructions for use as a potential adverse event.

Event description:
The outer tubing of the catheter broke away from the main device during use. The surgeon used a spatula to remove the detached catheter parts from the patient's eye. As a result of the device breakage, the surgeon alternatively performed a 90 degree gatt to complete the case.